Manufacturer narrative:
The product has been returned. Upon completion of analysis, if there is any further relevant information from that review, a supplemental report will be filed at that time.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited placement difficulties, helix extension/retraction issues, and became dislodged after initial placement. As such, the lead was removed, replaced, and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited placement difficulties, helix extension/retraction issues, and became dislodged after initial placement. As such, the lead was removed, replaced, and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection determined that the difficult to position and dislodgement allegations were not confirmed, the lead tip appeared normal. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing. Resistance testing found the lead was electrically continuous. X-ray showed no fractures.